Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that patient had crown placed and was mobile, crown removed and implant stable but pain. Crown replaced but still mobile implant removed and replaced. Tooth site: 30. Symptoms as a result of the event: pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) xiitp6511, (osseotite® tapered certain® prevail® implant 6/5 x 11.5 mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent minor bone / tissue attached to external threads. Some damage was observed around the implant's platform, and to its drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022040344. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022040344 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root causes determined from the investigation are incorrect techniques used, excessive torque - customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.